Event description:
It was reported that the device exhibited early battery depletion, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced. After the new device was connected, the lv lead exhibited intermittent capture and the patient experienced phrenic nerve stimulation. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947,, implantable tachy lead, (B)(6) 2012. A 4076, implantable pacing lead, (B)(6) 2012. (B)(4).